Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb) and wiring harness. The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blocked screen. There was no report of pt involvement.